Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Toothbrush exploded- oral b power care [device battery explosion]. Hand piece ripped/cracked all the way around- oral b power care [device breakage]. Case narrative: relative/friend via phone stated that toothbrush exploded and hand piece basically ripped/cracked all the way around. No injury was reported.